Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient was admitted to the clinic for chest pain and driveline exit site pain, and had a "replace backup battery" alarm going off for several hours. The system controller was exchanged which resolved the alarm. Log files from both system controllers were submitted for review. Log files from the initial controller confirmed intermittent backup battery (ebb) faults due to the ebb failing the load test between (B)(6) 2025. The log files for the system controller that the patient was exchanged to, captured no ebb faults. It was additionally reported that the upon arrival the patient denied chest pain. The patient has had a chronic driveline infection for 5 years and was on suppressive antibiotics. A computed tomography (CT) scan was performed, the patient was treated with intravenous antibiotics, and the plan was for the patient to go home with a peripherally inserted central catheter (PICC) line and intravenous antibiotics.

Manufacturer narrative:
Manufacturers investigation conclusion: a specific cause for the driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No notable events or alarms associated with the pump were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.